Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The customer stated that she was on the plane when the insulin pump started to alarm no delivery. The customer stated that she changes the infusion sets and the device kept alarming no delivery. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.